Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for pseudoaneurysm. The exact root cause was unable to be determined. The likely cause was determined to have been procedural technique or use against instructions for use (IFU) indications resulting in the reported complications. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device, false aneurysm circulating at the puncture site. Pseudoaneurysms requiring intervention. Between discharge and thirty (30) days post-procedure. The patient was harmed. Other action taken: embolization. Additional information was received 24 mar 2023: the procedure performed was an interventional procedure. Embolization intervention segment was the left renal artery. A 5fr 15cm sheath was used for femoral access. There were no complications during the procedure were reported in the ecrf. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. This device was useful for the patient. Early ambulation was needed. The insertion site was above the bifurcation and below the inguinal ligament. There was no blood loss. The adverse event (ae) was resolved on (B)(6) 2023. The type of intervention required for the pseudoaneurysms was an embolization. The guidewire used was provided in the angio-seal¿ vip vcd kit, no other terumo products/devices used. The patient does not have a history of bleeding disorder. The patient is on the patient on daily blood thinning medication. Patient was taking apixaban (anticoagulant) 5mg per day. It is unknown if multiple sticks were performed to gain arterial access. The posterior wall of the artery was not punctured.

Manufacturer narrative:
A2: date of birth: year born - 1953. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: prof. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.